Event description:
A health care professional reported that during surgery, when the surgeon attempted insertion, the plunger went over the lens and did not deploy the lens as required. The surgery was completed using another lens of same specifications. There was no patient harm. According to the additional information received, the surgeon attempted to release the lens into the patient's eye and there was no harm done to the patient despite the failure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The reporter states the use of a non-company viscoelastic, which is not qualified for use with associated company device. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the intraocular lens (iol) and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).